Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 3 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication, lost sensor alarm and had a potential for a difference between sensor glucose vs blood glucose. The customer reported blood glucose value of 900 mg/dl. The customer reported diabetic ketoacidosis, hyperglycemia and was admitted to emergency room for the treatment. The event involved product(s) mmt-7911na, unomedical, mmt-1880, mmt-332a, unk_sensor. Troubleshooting was performed. Customer reported a loss of communication between the transmitter and the pump. Customer stated the insulin delivery was not suspended. However, the discrepancy between sensor glucose vs blood glucose which was not within range. The pump was not communicating with transmitter and customer had not received a sensor connected alert. No further patient complications were reported. The customer will continue use of the devices. No product return is required for mmt-7911na. No product return is required for unomedical. No product return is required for mmt-1880. No product return is required for mmt-332a. No product return is required for unk_sensor.